Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip and minor scratches on display window. The device passed the prime, displacement and basic occlusion test. No prime anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump may not be functioning properly. Customer states that the device's plunger makes contact with the reservoir and proceeds to push all of insulin out. Customer also stated device did not alarm when event occurred. Customer's blood glucose level was 58 mg/dl at time of reporting. Nothing further reported.